Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause was determined to be a separated motor. No repairs were performed as the customer refused the service estimate. A service history review revealed the device has been previously serviced for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported an infuseo.r. Device which alarmed during delivery, interrupting delivery. The reported condition occurred in the anesthesia unit, however the step in the process in which the reported condition occurred is unknown. No patient injury or medical intervention was reported. No additional information is available at this time.